Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness. It was found that the right ventricular (rv) lead had high impedance and loss of capture. The lead was suspected of fracture. Reprogramming occurred and then the lead was capped and replaced. No further patient complications have been reported as a result of this event.